Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 3 patient samples on a cobas 6000 c501 module. The customer stated that they had been having issues with na results. For sample 1, the initial na result was 128 mmol/l. The repeat result was 134 mmol/l. For sample 2, the initial na result was 130 mmol/l. The repeat result was 136 mmol/l. For sample 3, the initial na result was 140 mmol/l. The repeat result was 133 mmol/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Calibration was last performed on the day of the event. The field service engineer (fse) found backflow in the rinse tubing, a chipped ise sipper, and diminished vacuum strength at the rinse head. The fse replaced the ise sipper, the ise reagent probe, and the vacuum diaphragms, cleaned the vacuum tubing, and performed a patient correlation test successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.